Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 11-dec-2025. [Additional information]: on 11-dec-2025, additional information was received. Per the information, a continuous flush was maintained through the microcatheter. The information confirmed that when the stent was being delivered, it became impeded at the distal end of the microcatheter and the physician was not sure if the stent had passed through the microcatheter tip and could not advance anymore, but when he tried to retract the stent, it was already prematurely detached in the m2 segment of the mca and did not cover the target site (ophthalmic segment of internal carotid artery). The information confirmed there was no visible damage observed on the first microcatheter. The second stent implanted was a 4.5mm x 28mm no distal tip enterprise® vascular reconstruction device (enc452800); the replacement microcatheter used to deliver the second stent was another 150cm x 5cm prowler select plus microcatheter (606s255x). The physician did not consider the reported 15-minute delay in the procedure to be clinically significant, and the information confirmed there was no negative impact on the patient. Updated sections: b.4, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 22mm no distal tip enterprise vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. As reported in the event description, the stent was detached from the delivery system and not returned (it was reported that the stent was implanted). No appearance of damages was observed on the delivery system. The delivery wire underwent dimensional analysis, and the measurements that control the attachment and delivery of the stent were found within specifications. The reported issue documented in the complaint regarding the stent being detached was confirmed since the stent was noted as already separated from the delivery system; based on this condition, the issue regarding a stent being impeded in the microcatheter cannot be evaluated through functional testing. The stent must be inside the introducer tube to perform the functional analysis. Additionally, none of the returned components present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682206. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e1: the initial reporter phone is not available/reported. Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682206. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. The device will not be returned for analysis and therefore, no further investigation can be performed at this time. No determination of causes and possible contributing factors could be made. As a result, the investigation will be closed. Premature detachment and impedance in microcatheter with loss of cerebral target position are known potential complications associated with the enterprise2 vascular reconstruction device. If the stent was inaccurately placed, it may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. If the stent were to prematurely detach while in the patient (in an unintended site), it may lead to damage of healthy intima, possible side branch occlusion, ischemia, infarct and/or the need for additional intervention. Loss of target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. In this case, there was no report of patient injury. However, when the physician attempted to retract a stent it was discovered that the stent had been released prematurely and was lodged in the m2 segment of the middle cerebral artery, failing to cover the target site at the ophthalmic segment of the internal carotid artery, so the physician released a second stent to cover the target site. Based on the surgical intervention, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of ¿serious injury." The file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation/interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure targeting the ophthalmic segment of the internal carotid artery (ica), the 4.5 mm x 22 mm no distal tip enterprise vascular reconstruction device (enc452200/9682206) was impeded in the distal end of the concomitant 150 cm x 5 cm prowler select plus microcatheter (606s255x/31606052); it was reported that it could not be confirmed whether the stent had passed through the microcatheter tip and could not be advance further. The physician attempted to retract the stent, but it was found that the stent had prematurely detached in the patient. The stent was in the m2 segment of the middle cerebral artery (mca) and did not cover the target site which was the ophthalmic segment of the ica. The physician removed the 150 cm x 5 cm prowler select plus microcatheter from the patient, replaced the microcatheter and placed a second stent in the target site to complete the procedure, which was reportedly prolonged by about 15 minutes. There was no report of any negative impact on the patient.